Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, the patient's right atrial (ra) lead exhibited noise over-sensing causing inappropriate automated mode switch (ams) episodes. During procedure, the physician visually observed proximal aspect of atrial lead insulation erosion. The noise was subsequently reproduced and noted via device electrogram (egm). The ra lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.